Manufacturer narrative:
Full e1 - (B)(6). The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: s socket u is chipped. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: because scope socket is chipped, and error code e216 is displayed (no image). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the video system center had loss of video signal during movement of the scope connector. There were no reports of patient harm.